Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated procedure, the previously capped right atrial (ra) lead was observed to have been fractured at the superior vena cava (svc)/innominate vein junction, which was deemed likely from the insertion of the second ra lead. It was suspected the lead had fractured and broke off during an attempt to previously remove the lead, as the segment that remained implanted was the tip into the lateral wall of the right atrium and a broken proximal coil. The ra lead remains in-situ and out of service. No patient complications have been reported as a result of this event.